Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having numerous bent cannulas that have caused their blood glucose to go up to the 400's mg/dl. Troubleshooting assisted the customer in tape not sticking and advised on different cannulas. No further details given.